Manufacturer narrative:
The manufacturer initially reported a device failed to power on. The system board and blower motor assembly were replaced to address the issue. Additional information received from the third party service center confirms the blower motor assembly was replaced to address a noise issue, not for the failure to power on. This would not affect the device's ability to deliver therapy as designed.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, the device failed to power on. The device's system board and blower assembly were replaced to address the issue.